Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the tip of the foley catheter was almost straight, it was not like the tiemann shaped.

Event description:
It was reported that the tip of the foley catheter was almost straight, it was not like the tiemann shaped.

Manufacturer narrative:
The reported event was unconfirmed because the reported failure could not be reproduced. An amber 2 way coude tip foley catheter was returned unopened in original packaging. Photo samples were also returned. The photo sample showed that the catheter tip had some curve. An evaluation of the physical sample was completed. The coude indicator appeared to be aligned with the coude tip. The coude tip was noted to have some curve. Tip was noted to have no distortion. Product meets specification, functional leak testing, which states to inspect for "bent/distorted tip". Product has no specification for how much curve the catheter should have at the tip. The product was not used on a patient but is intended to be used for treatment purposes. The product had not caused the reported failure. No root cause could be found because the reported event was unconfirmed. The device history record review and labeling was not required as the reported event was unconfirmed. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the actual/suspected device was inspected.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the tip of the foley catheter was almost straight, it was not like the tiemann shaped.